Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles cannula broke off. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9114909. It was reported that non patient end of needle broke off into insulin pen and the non patient end can not be removed from insulin pen. Verbatim: issue(s): found 3 pen needles with non patient end broke off in 3 different toujeo pens. No injury to consumer - cannot remove the needle from the pens. Consumer denied reuse of pen needles. User of bd pen needles for 5-6 years.

Event description:
It was reported that bd ultra fine¿ pen needles cannula broke off. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9114909. It was reported that non patient end of needle broke off into insulin pen and the non patient end can not be removed from insulin pen. Verbatim: issue(s): found 3 pen needles with non patient end broke off in 3 different toujeo pens. No injury to consumer - cannot remove the needle from the pens. Consumer denied reuse of pen needles. User of bd pen needles for 5-6 years.

Manufacturer narrative:
H.6. Investigation summary customer returned eight (8) 32gx4mm bd pen needles ¿ four from lot 9114909 and four from lot 9156507. Consumer reported that they found 3 pen needles with non patient end broke off and cannot remove the needle from the pens. All eight returned pen needles were examined and it was observed that one of the pen needles (from lot 9156507) was returned after use and had a bent non-patient end (npe) cannula no evidence of manufacturing defect was observed. The remaining seven pen needles were then tested for attachment and detachment using a threaded test pen injector: all seven pen needles were able to attach and detach properly. The bent npe cannula could have gotten stuck or obstructed the threads of the pen needle, which would be the cause for any difficulties when removing the pen needle from a pen injector (as reported). Since the pen needle with the bent npe cannula was returned after use, and no manufacturing defects were observed on the returned samples, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) for samples from lot 9156507. Bd was not able to duplicate or confirm the customer¿s indicated failure (breaks off during use, inability to detach as intended) for samples from lot 9114909. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9114909. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-24. Medical device lot #: 9156507. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-16. Device available for eval? Yes. Returned to manufacturer on: 2020-02-12. Device returned to manufacturer: yes.

Event description:
It was reported that bd ultra fine¿ pen needles cannula broke off. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9114909 it was reported that non patient end of needle broke off into insulin pen and the non patient end can not be removed from insulin pen. Verbatim: issue(s): found 3 pen needles with non patient end broke off in 3 different toujeo pens. No injury to consumer - cannot remove the needle from the pens. Consumer denied reuse of pen needles. User of bd pen needles for 5-6 years.